Manufacturer narrative:
The field service engineer (fse) completed preventive service maintenance actions. The customer had no further issues after the service visit. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The troponin t hs stat reagent lot number was 802247 with an expiration date of 31-oct-2025.

Event description:
There was an allegation of a discrepant low result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 analyzer (rack system). The initial result was 17.70 pg/ml with a data flag. The repeat result was 198.6 pg/ml with a data flag.